Event description:
It was reported that the paramedics had difficulty loading the cot into the ambulance, resulting in the cot dropping down unexpectedly. There was no report of patient involvement at the time of this event. One of the paramedics reported neck pain and went to the hospital. No further information has been provided regarding the severity or treatment of the injury. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Event description:
It was reported that the paramedics had difficulty loading the cot into the ambulance, resulting in the cot dropping down unexpectedly. There was no report of patient involvement at the time of this event. One of the paramedics reported neck pain and was treated with physical therapy for 2 weeks.

Manufacturer narrative:
It was originally reported that the treatment and severity of injury to the paramedic was unknown. Additional information has been provided by the user facility and b5 has been updated to reflect this.